Event description:
One touch basic enhanced meter was reading inaccurately erratic. On an unk date/time, the pt developed symptoms of "dizziness" and "shortness of breath." At one point, the pt "fainted." She reported a reading of "96 mg/dl" but it is unk when this reading was taken. Prior to going to the hosp, the pt ate food and/or drank a beverage. In the hosp, the pt received glucose treatment. It would have been helpful to know the following info: when did the symptoms start, when did the pt start feeling as though the meter started reading inaccurately erratic, did the pt alter her treatment regimen due to the alleged meter issue, and when was the reading of "96 mg/dl" taken. In addition, it would have been helpful th know how the pt treated herself based on the symptoms, when did the pt go to the hosp, what were her blood glucose readings on the day of the event, what medications/treatments did the pt take on the day of the event, was the pt hospitalized, and was the pt's medication/treatment regimen modified as a result of the event. The customer care advocate (cca) verified that the pt was using blood samples from her fingers and was cleaning the puncture sites correctly. The pt was also applying her blood correctly to the test strips. However, the cca noted that the pt was not cleaning the meter according to the owner's manual. She was also possibly using expired test strips or not storing the test strips properly. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt alleged that her meter read inaccurately erratic, she developed symptoms, and she was taken to the hosp, and received glucose treatment for hypoglycemia.